Event description:
Caller reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process. The caller did not have 80 units of insulin, so reset instructions were emailed with advice to call back if further issues arose.